Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the device was detected in hwvvi. The memory map indicated a micro reset had occurred. The reason for the micro reset was parity errors after removing the device from hwvvi, it functioned normally on the bench. The device was tested on the automated test system and was functional. The cause of the parity errors could not be conclusively determined, but suspected that the application of the external defibrillator could cause a transient, which resulted in parity errors.

Event description:
The patient was brought in for an rf ablation procedure. During the procedure, external defibrillation was delivered with patch placed over the ICD. The ICD was interrogated after and it was found to be in hardware reset. As such, the device was explanted.